Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and blower box foam degradation reported during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected and found evidence of water ingress to moog blower and foam degrdation was observed inside blower box. There was a rust contamination in p4 power connector. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they confirm the customer's allegation and there was visible foam degradation in blower box. Unit was scrapped due to age. Section a1-patient identifier was not captured in previous report and it has been updated in this report. Section d8, d9 and h6 has been updated in this report.